Event description:
"After intital deployment of fenestrated treo device and cannulation of target vessels ipsi leg needed to be deployed. The ipsi legstop was removed and the grey rotation know was fully rotated until the tread was fully seated against distal part of the delivery system. The problem was that the sheath didn't move and the last 3 springs of the ipsi leg were still captured by the sheath and therefor also by the distal clasp. After securing the fens with balloon into the target vessels we pulled / push and pulled / push+pulled+twisted a bit and it deployed in the end. (B)(6)" patient outcome: "all good, patient doing well."

Manufacturer narrative:
Bolton medical is voluntarily reporting an event related to a treo custom-made device. The custom made treo devices are not marketed in the us, however they are similar to the treo abdominal stent graft delivery system approved for sale in the us (p190015). The event occurred in sweden. Bolton medical, inc. (D/b/a terumo aortic), herein known as the "company", is submitting this report pursuant to 21 cfr part 803, has made reasonable efforts to obtain complete information, and has provided as much as is available to the company as of the submission date of this report. This report is based on information obtained by the company, which may not have been able to fully investigate or verify prior to the date the report was required by the regulations. Any required fields that are unpopulated are blank because the information is currently unknown, unavailable, or not applicable. This report does not constitute an admission or a conclusion by anyone that the device caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the certain regulations, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.